Manufacturer narrative:
No product returning for evaluation. Should new information become available,a follow up report will be submitted.

Event description:
Received information stating customer received an inaccurate fill estimate. Per customer, blood glucose level was in the 200's.